Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported issues with charging ins. Caller reported when they attempt to charge their ins they see nodevice found and they can't charge their ins and caller stated this had been going on for almost a year now. Caller stated that when they first got the implant it was working and they were charging every night, but then it got to where "it wouldn't hold a charge" and they were having to charge more often. Caller stated they met with a representative and they did "some things" and they got it to the point where they could charge each night and "then it happened again." Pt stated they can't "ever get it to work" so they told them to call patient services and gave them the number to call. Agent had caller connect recharger to controller and caller reported no device found. Caller pressed recharge and screen displayed cannot recharge device controller battery is too low. Agent instructed caller to charge controller to full and then proceed to charge ins to full. Caller plugged controller into ac power supply and confirmed green flashing light. Agent reviewed passive recharge mode and caller will call back if they need further assistance with charging ins.